Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, after two stylet exchanges, the third time it was impossible to fully advance the stylet into the lead lumen. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The stylet/guidewire was kinked/buckled. Visual summary analysis of the lead indicated damage at implant. Stylet received in lead. Visual inspection found the returned stylet was damaged/kinked. Therefore, new stylet has been used to perform test, result is passed. The lead, itself is fine.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.